Event description:
The device was being used to treat a pt. Reportedly, the device "dumped the charge" when the paddles were extended to deliver a defibrillation countershock to a pt. The pt was not resuscitated. The reporter stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the attending clinician's assessment of the pt's lack of viability.